Manufacturer narrative:
Additional information: sponsor assessed that the event was possibly related to index device, but not related to procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a complete se was implanted to treat a dissection. Approximately 49 months post procedure, patient suffered thrombotic reocclusion of the target vessel. Investigator assessed the event is not related to the study device, procedure or paclitaxel.